Event description:
It was reported to boston scientific corporation in early 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used on a male patient during a procedure the same day (patient age and weight unknown). According to the complainant, during the procedure, the cre balloon ruptured while it was pushed through the catheter. The scope was inside of the patient when the reported event occurred. The procedure outcome is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint sample was returned for evaluation and a visual examination revealed that there was no stopcock present, no protective sleeve present and that the guidewire had been removed from the catheter. The balloon profile was relaxed and it appeared burst/ruptured. The shaft was cut 10.5cm from the distal tip, and the balloon looked as if no inflation was attempted. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope. A DHR for the pertinent lot was reviewed; no anomalies were noted.